Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as it was reported discarded. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, the coil became stuck in the microcatheter and prematurely detached. No injury was reported with the pt as a result of the procedure.